Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh, was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that following insertion the patient experienced urinary problems, and dyspareunia. It was reported that patient underwent mesh excision/repair on (B)(6) 2005 due to mesh erosion. It was reported that patient underwent mesh excision of posterior vaginal wall mesh graft, extensive dissection, rectocele repair using xenform biological graft on (B)(6) 2009 due to posterior vaginal wall mesh fibrosis and erosion, and rectocele. No additional information was provided.